Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited several atrial tachycardia and atrial fibrillation episodes due to lead oversensing. The noise could not be reproduced. Patient was an asymptomatic. Programing changes were made. The patient was in a stable condition.